Manufacturer narrative:
Review of the android log files downloaded from the returned controller found no evidence of issues with insulin delivery. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs while in automated mode. The phb data showed that on the date of death ((B)(6) 2025) the system was only being used in manual mode, delivering the user's manual basal program of 0.55 u/hour. The last algorithm data point sent by the pod to the controller was at 10:01 on (B)(6) 2025. The phb data showed that the user's estimated glucose values were regularly high starting at 11:56 on (B)(6) 2025. Stretches of urgent high values were seen between 11:56 on (B)(6) 2025 and 10:01 on (B)(6) 2025. The automated algorithm appropriately responded to the increasing and high estimated glucose values, increasing automated basal until the system reached the max value. Automated delivery restrictions were generated during this period due to stretches of the system delivering at the max automated basal rate for too long. These alerts were acknowledged and the system was put into manual mode as expected. The adaptive basal rate was found to be higher than the user's basal program and so the user was receiving more basal insulin in automated mode than in manual mode. The logs showed multiple boluses were programmed and delivered on (B)(6) 2025 and no boluses were delivered on (B)(6) 2025. The total pulse count tracked by the pod increased appropriately with each bolus and microbolus delivered, confirming that the pod was actively delivering insulin. No evidence of the system failing to deliver insulin was observed in the available logs. Testing of the returned controller found no damages or defects that would contribute to the reported event. The controller was able to pair with an unused pod, which was paired with a dexcom g6 continuous glucose monitor (cgm) emulator. The controller was able to activate the pod, command boluses, switch modes, receive cgm values, and deactivate the pod with no issues. The controller was found to function as intended during testing. No issues were found with the returned controller during the investigation that would contribute to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was reported to have experienced diabetic ketoacidosis while in the wilderness and away from home. Symptoms included hyperglycemia, vomiting, shortness of breath, and abdominal pain while wearing a pod. Specific blood glucose levels were not provided. Emergency medical services (ems) were contacted, and they administered insulin injections upon their arrival. The patient then went into cardiac arrest, and cardiopulmonary resuscitation was performed. The patient was reported to have succumbed to the medical event and passed away. According to the patient's spouse, the patient had scar tissue and frequently experienced issues with insulin absorption. Furthermore, it was noted that the patient had undergone surgery for prostate cancer 6 months prior and knee surgery 5 months ago, during which he continued to receive steroid injections in the knee every 2 weeks.